Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative replaced the gear pump head, checked and cleaned the fluid circuit of the reaction cell detergents, bleached the drying wells of the probes, and checked the washing station volumes. The rinse station tubings were also replaced. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ethanol gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 0.15 g/l . The repeated result was 2 g/l on another analyzer. The sample was repeated due to the qc being out of range.